Event description:
It was reported that the customer's insulin pump had a blank display at time of call. The battery was changed twice, but the anomaly persisted. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with frozen screen on full segment display due to a faulty component on the interface board. No blank display noted. The device had scratched lcd window and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.